Manufacturer narrative:
(B)(4). The device has not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It has been reported that following a spinal correction procedure, it was discovered via x-ray that the rods came out of tulip screws at the distal end of the construct. The patient was revised adding additional levels and the rods were connected with in line connectors. Seven months post-op the patient was getting out of bed and felt a pop. It was discovered via x-ray that the distal construct had broken loose at the level of the distal set screws in the in line connectors. Attempts have been made and additional information on the reported event is unavailable.